Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a plastic bag with an open box and tray from the lot number provided in the report. The label matches the product returned. Only a portion of the trigger cord, handle, irrigation adapter, loading catheter, and barrel were returned. Our laboratory evaluation of the product said to be involved confirmed that the trigger cord was broken; the broken portion of the trigger cord was not returned. The trigger cord could not be examined for deployment beads or length as that portion of the trigger cord was not returned. The trigger cord was broken approximately 20.8 cm from the proximal knot. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the returned device confirmed the reported difficulties; the trigger cord was broken. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. If extreme pressure was applied to the handle in response to resistance this could contribute to trigger cord breakage. Trigger cord breakage can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Prior to distribution, all 6 shooter saeed multi-band ligator are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During and endoscopic variceal ligation procedure in the esophagus, the physician chose a cook 6 shooter saeed multi-band ligator. It was reported that the user encountered failure to release the band properly, accompanied by endoscope distortion. After releasing the endoscope's suction, the device was deployed within the esophagus. It was then discovered that the trigger cord had become entangled and fractured. The endoscope was subsequently retracted, and the procedure was completed using a different brand of banding device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.